Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the failure mode. The device inspection revealed the following: the received drill shows signs of long and intense usage. The drill was found to be broken from the tip. The tip was however not received for evaluation. The flutes were absolutely blunt and severe material deformation can also be seen around it. The breakage surface reveals a typical brittle fracture due to torsional and bending overload. The flutes towards the tip also show permanent deformation, thus plastic deformation is also there. It can be said that blunt flutes had a vital role in the failure, as it requires more force to cut through with blunt flutes. All these signs are evident enough to suggest that there was an intense and abnormal usage of the drill to an extent of heat build-up, deformation and ultimate forced fracture. Dimensional inspection of the drill revealed all the critical dimensions to be within specifications. A hardness test was also performed close to the breaking point. Against the required hardness of 43-49 hrc, the average value observed was 47.3 which is well within required range. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the root cause was attributed to a user related issue. The flutes of the drill were significantly dull thus requiring a greater penetrating force. Consequently, the drill broke due to torsional and bending overload. If any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported that during a gamma nail case, the lag screw reamer snapped. A piece fell into the patient but was removed with forceps and this resulted in a 15 minute delay to surgery.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the failure mode. The device inspection revealed the following: the received drill shows signs of long and intense usage. The drill was found to be broken from the tip. The tip was however not received for evaluation. The flutes were absolutely blunt and severe material deformation can also be seen around it. The breakage surface reveals a typical brittle fracture due to torsional and bending overload. The flutes towards the tip also show permanent deformation, thus plastic deformation is also there. It can be said that blunt flutes had a vital role in the failure, as it requires more force to cut through with blunt flutes. All these signs are evident enough to suggest that there was an intense and abnormal usage of the drill to an extent of heat build-up, deformation and ultimate forced fracture. Dimensional inspection of the drill revealed all the critical dimensions to be within specifications. A hardness test was also performed close to the breaking point. Against the required hardness of 43-49 hrc, the average value observed was 47.3 which is well within required range. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the root cause was attributed to a user related issue. The flutes of the drill were significantly dull thus requiring a greater penetrating force. Consequently, the drill broke due to torsional and bending overload. If any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported that during a gamma nail case, the lag screw reamer snapped. A piece fell into the patient but was removed with forceps and this resulted in a 15 minute delay to surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that during a gamma nail case, the lag screw reamer snapped. A piece fell into the patient but was removed with forceps and this resulted in a 15 minute delay to surgery.